Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that a yellow screen was displayed on the programmer following device interrogation. The message stated that the device was in the presence of a magnet. The programmer indicated that the device was in monitor plus therapy mode. Technical services informed the local representative that tachycardia therapy would be inhibited if the enable magnet use is programmed on and the device's reed switch was still tripped. Technical services explained that the stuck reed switch issue can be resolved and tachycardia therapy re-enabled if the enable magnet use feature is programmed off. The local representative informed technical services that the enable magnet use feature was permanently programmed off. Technical services commented that the device may experience a shorter longevity due to the stuck reed switch.